Manufacturer narrative:
Follow-up #1 date of submission 05/30/2013 device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: evaluation revealed that the keypad symbols were worn but the rubber keypad was intact. Evaluation revealed that the down arrow button was intermittently unresponsive and required multiple hard presses to elicit a response and the other buttons responded appropriately. There was evidence of keypad contamination found under all key contacts.

Event description:
The patient contacted animas on (B)(6) 2013 reporting that the down arrow button was intermittently unresponsive and required multiple hard presses to elicit a response. The patient reportedly wore the pump attached to a belt and does not clean the pump. There is no adverse event associated with this complaint. This is being reported due to the keypad response issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.